Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2020-03955. It was reported the patient experienced ineffective therapy after suffering a minor bump to the head. The left side of the dbs system was unable to increase amplitude, and diagnostics revealed high impedances. X-rays were relatively unremarkable, and patient attempted positional changes without success. To address the issue, the physician performed a revision on (B)(6) 2020. The patient¿s lead was connected to test to ensure impedances were normal, thus no surgical action was taken on the lead. The patient¿s left extension was found to be faulty and was therefore explanted and replaced. The patient¿s second extension was normal and left implanted. Postoperatively, effective therapy was restored. Note: it is unknown which extension serial number is left or right, therefore they are both being reported.